Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right atrial (ra) lead exhibited intermittent impedance measurements of greater than 2500 ohms. There were no episodes of noise noted. Troubleshooting options were discussed. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.